Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2013 and a left total hip arthroplasty on an unknown date. Subsequently, patient underwent a closed reduction procedure of the right hip on an unknown date due to dislocation. A review of the invoice history confirmed the initial surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2013 and a left total hip arthroplasty on an unknown date. Subsequently, patient underwent a closed reduction procedure of the right hip on an unknown date due to dislocation. A review of the invoice history confirmed the initial surgery date. Additional information received in patient medical records confirming the initial right total hip arthroplasty was performed on (B)(6) 2013 and was due to right hip degenerative joint disease.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05646 & 05647).